Event description:
A complaint of imprecise sequential readings on a customer's freestyle meter was received. The customer obtained readings of 30mg/dl, 50mg/dl, and 420mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.